Manufacturer narrative:
During inspection and testing of the subject device, the clogged channel was suspected to be due to insufficient cleaning of the device. In addition, service found the charge-coupled device (ccd) lens was scratched, the light guide (lg) lens was broken, the connecting tube was deformed, corrosion at the scope-connector and scope-ID due to leakage, adhesive and the angle wire was worn out, and multiple parts of the device were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for maintenance with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the foreign material was exiting from the suction cylinder (s-cylinder). This report is being submitted for the malfunction found during evaluation (foreign material in s-cylinder). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: reprocessing method conducted by the user deviated from the method recommended in the instructions for use (IFU). Staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with the IFU. The IFU reprocessing manual: 1.4 precautions warns for insufficiently reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU reprocessing manual further states: "precleaning the endoscope and accessories states on immediate precleaning after procedure in order to prevent adherent of dirt. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Manually cleaning the endoscope and accessories states details of brushing and cleaning method for each channel." Olympus will continue to monitor field performance for this device.